Manufacturer narrative:
The device, intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device noted a cracked casing. Functional evaluation of the device did not reveal any malfunction. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause was determined to be contact with another source. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product.

Event description:
It was reported that the button membrane of the renasys go device was not functioning properly so the buttons do not work. No patient was involved.